Event description:
It was reported that during the implant procedure, it was impossible to connect the leads to the implantable pulse generator (ipg) due to setscrew problem. The screw went out of the ipg and was attached to the screwdriver. The ipg was attempted and not used. Another ipg was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device indicated foreign material on set screw. The returned device indicated a missing set screw. The returned device indicated a set screw with a rounded socket. If information is provided in the future, a supplemental report will be issued.